Event description:
It was reported on (B)(6) 2024 the patient was transported to computed tomography scan (CT) at 3:15 pm. When patient returned from CT scan it was reported the pca pump infusing morphine was "not functional" . It was reported by the CT clinician the device dropped on the floor and was "possibly turned off". The clinician attempted but was unable to troubleshoot. New pump set up done and medication restarted as ordered. There was no information on patient harm. Although requested, additional information has not been provided.

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: unique device identifier (UDI)#. Added pi to the unique device identifier (UDI)# field. Additional information : device eval by manufacturer?, imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported on (B)(6) 2024 the patient was transported to computed tomography scan (CT) at 3:15 pm. When patient returned from CT scan it was reported the pca pump infusing morphine was "not functional". It was reported by the CT clinician the device dropped on the floor and was "possibly turned off". The clinician attempted but was unable to troubleshoot. New pump set up done and medication restarted as ordered. There was no information on patient harm. Although requested, additional information has not been provided.

Manufacturer narrative:
Additional information: imdrf annex c, d codes and manufacturer narrative. Investigation summary: the reported issue that the pca module infusing morphine dropped on the floor was confirmed and replicated through the inspection process and testing. ¿ the inspection process found that the module release latch was observed to be misaligned and the latch assembly was missing a screw. ¿ laboratory testing showed that the suspect device was not latched securely; however, the device powered on and a test infusion was programmed and completed successfully. ¿ asm v12.3.0 testing confirmed the pca module¿s functional accuracy was within specifications. ¿ installing the module release latch correctly and reattaching it to the pcu resulted in the device staying securely connected. ¿ a review of the device logs began when the suspect device was attached to the system and assigned channel b on (B)(6) 2024 at 3:22 pm. The suspect device was selected, and a channel disconnect occurred immediately. ¿ at 3:24 pm, a continuous infusion was programmed after the suspect device was removed and reattached to the system. Morphine (drug ID (B)(4)) was programmed to infuse at the rate of 0.5 ml/h with the volume to be infused (vtbi) of 48.5379 ml. ¿ at 3:29 pm, a bolus dose was programmed to infuse at the rate of 500 ml with the vtbi of 2 ml and completed a minute later. ¿ from 3:54 pm to 4:33 pm four (4) channel disconnects were recorded. The suspect device was then removed, and no additional infusions were observed on the reported date. ¿ the alaris system directions for use (dfu) for version 9.33 states that when the module/s is properly secured/snapped, the release latch provides a very secure connection between modules. If not properly latched, a module can be dislodged during operation. ¿ the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the pca module infusing morphine dropping on the floor was determined to be a module release latch that was misaligned due to a screw missing from the latch assembly. The probable cause of the missing screw is suspected to be due to a prior repair or preventative maintenance. Note that imdrf annex a0401, a1801, c23, c0601, d01, d11, g02017 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported on (B)(6) 2024 the patient was transported to computed tomography scan (CT) at 3:15 pm. When patient returned from CT scan it was reported the pca pump infusing morphine was "not functional". It was reported by the CT clinician the device dropped on the floor and was "possibly turned off". The clinician attempted but was unable to troubleshoot. New pump set up done and medication restarted as ordered. There was no information on patient harm. Although requested, additional information has not been provided.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.